Event description:
It was reported that the patient was asymptomatic. It was noted that pacing impedance and capture thresholds had risen gradually on the right ventricular (rv) lead. The rv lead appeared to be fractured. The rv lead was explanted and replaced. The patient was stable.